Manufacturer narrative:
Concomitant medical product: achieve mapping catheter. Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The baseline gender/age characteristic is male/55 years old for the patients referenced in the article. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿usefulness of ¿figure-of-eight¿ suture to achieve haemostasis after removal of 15-french caliber femoral venous sheath in patients undergoing cryoablation.¿ europace. Doi:10.1093/europace/euv375. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complications while using a sheath catheter: there were four (4) patients who experienced hematomas/ pseudoaneurysms within 24 hours of sheath removal. There is no indication of treatment/resolution. No further information was provided. The status/location of the catheter is unknown. No further patient complications have been reported as a result of this event.